Event description:
Patient had foley catheter placed in the ed. The catheter fell out and had to be replaced by the rn. The rn tested the balloon of the catheter that had "fallen out" and observed that the injected fluid immediately leaked out.